Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is not confirmed. One ar-8973-01 lot 051939 was received. Visual inspection did not identify any issues with the device. A 0.225" gage pin (ID 549) was slid into the proximal end of the hub attachment tube (c15790-01) and it engaged with the ball plunger (ref-02123-04) as intended per c15778 rev 0. A 0.229" gage pin (ID 549) was slid into the hub attachment tube (c15790-01) and was able to be pushed past the ball plunger (ref-02123-04) as intended per c15778 rev 0. A 0.190 gage pin (ID 549) was slid into the distal end of the hub attachment tube (c15790-01) and was able to pass through the entire length of the hub attachment tube as defined per c15790 rev 0.

Event description:
It was reported the ar-8973-01 outrigger targeting guide was found to be malfunctioning. The hub attachment, ar-8973-03, becomes jammed and difficult to insert and remove from the ar-8973-01.